Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/28/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 1. Please clarify if this event occurred in multiple procedures, please provide information requested above for each patient event. 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 3. What is the quantity involved per procedure 4. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? 5. Please clarify hoy many devices was used in this single procedure the events only occurred in one procedure. I do not have any other information at this time. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-02074.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, the needle kept popping off the suture. They were able to complete the case with another device without patient harm. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.